Event description:
This pt was undergoing an atrial septal defect repair (asd) procedure. While inserting the endovenous drainage cannula the surgeon noted that the pt had small femoral vessels and opted to use the directflow aortic cannula. The aorta was of average diameter. He felt that the distance was rather long from the 4th intercostal space incision to the cannulation site just proximal to the innominate artery, but opted to proceed. Because of this increase in distance, the surgeon stated that he directed the cannula at a suboptimal angle and indented the aortic wall more than usual with the introducer tip. After deploying the blade, he needed to use more force than usual to advance the cannula into the aorta. After cannula placement, the purse string sutures were tightened and cardiopulmonary bypass (cpb) was initiated. Within 15 secs, he noted an expanding hematoma on the wall of the aorta.